Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, it was noticed that there was thick crack in les. Additional information was received stating that, the surgery was completed after replacing the lens with a back up lens during the same procedure and there was no patient harm.